Manufacturer narrative:
Based on the photographs and sample received the failure mode of foreign matter is confirmed. The failure mode of foreign matter mold was not confirmed due to ftir analysis and visual observation. Ftir analysis was completed on the dark material observed on the pad. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyurethane rubber. This is an isolated event, unable to confirm the source of the foreign matter per ftir since the foam tip is made of polyurethane foam which may be the only readable spectra. No non-conformance was noted during the manufacturing of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr (B)(4). H3 other text : see narrative below.

Event description:
Material no.: 930815ns, batch no.: 0305365. It was reported by the distributor that there was a black substance near the sponge. Per email: the chloraprep applicator also has a black area near the sponge, they're not sure if it's possibly mold.

Manufacturer narrative:
Imdrf annex e code health effect: clinical code: e2403 no clinical signs, symptoms or conditions. Imdrf annex f code health effect: impact code: f27 no patient involvement. Imdrf annex a code medical device problem code: a18 device contamination . (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815ns batch no.: 0305365. It was reported by the distributor that there was a black substance near the sponge.